Manufacturer narrative:
Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was serviced at the facility by a baxter representative. During service, the device showed to have a depleted battery. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.